Manufacturer narrative:
An endoscopic support specialist (ess) was dispatched to the customer facility to provide onsite scope reprocessing demonstration as well as an infection control service. The information provided and demonstrated to facility staff referenced directly from the scope user manual as well as the reprocessing manual. The in-service covered modified manual cleaning and oer-pro reprocessing. It was recommended to the customer to use the connection matrix for proper use as the customer uses an oer-pro for reprocessing. The customer uses a non olympus automated dry leak tester and was made aware to contact the manufacturer of the product for their instructions and guidelines. The customer was using disposable valves. The customer reported that after reprocessing the scopes multiple times and retesting, the scopes were no longer testing positive. The customer also reported that recently, auto line disinfection was performed on oer's. The investigation is ongoing and follow up with the user facility is currently being performed. To date, there has been no indication that the scopes will be sent in for evaluation. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to an olympus field service engineer (fse), multiple scopes had tested positive at the facility while being reprocessed using the oer-pro. There were no reports of patient harm including infection associated with this event. Related patient identifiers: (B)(6) addresses evis exera ii colonovideoscope, model number cf-h180al, serial number (B)(6) . (B)(6) addresses endoscope reprocessor, model number oer-pro, serial number (B)(6). (B)(6) addresses evis exera ii gastrointestinal videoscope, model number gif-h180, serial number (B)(6) . (B)(6) addresses evis exera ii gastrointestinal videoscope, model number gif-h180, serial number (B)(6) . (B)(6) addresses evis exera iii gastrointestinal videoscope, model number gif-h190, serial number (B)(6) . (B)(6) addresses evis exera iii duodenovideoscope tjf-q190v, model number, serial number (B)(6) . (B)(6) addresses evis exera iii duodenovideoscope tjf-q190v, model number, serial number (B)(6) .

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation was unable to determine the cause of the customer¿s allegation. The information provided by the customer did not suggest a deviation from the instructions for use (IFU) by the customer and none of the scopes were sent in to olympus for further analysis. Although there was no information indicating user¿s misuse, the IFU warns on non-recommended use and insufficient reprocessing. Oer-pro operation manual important information please read before use intended use the oer-pro is intended for use in cleaning and high-level disinfection of heat sensitive olympus flexible endoscopes and their accessories. Safe use requires detergent and an FDA-cleared high-level disinfectant/sterilant that olympus has validated to be efficacious and compatible with the materials of the oer-pro and olympus flexible endoscopes and their accessories. Use of a detergent or high-level disinfectant/sterilant that has not been validated by olympus may be ineffective and can damage the oer-pro components and the endoscopes being reprocessed. Endoscopes must be subject to cleaning by the user prior to reprocessing; however, use of the oer-pro enables the user to perform modified manual cleaning of the endoscope prior to automated cleaning and high-level disinfection in the oer-pro. Cf-h180al/gif-h180 reprocessing manual chapter 1 general policy 1.4 precautions warning: insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Gif-h190/ tjf-q190v reprocessing manual chapter 1 general policy 1.4 precautions warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.